Event description:
It was reported that during pd therapy with an automated pd set with cassette the home patient (hp) failed to follow therapy steps. The hp stated that they thought the had primed the homechoice (hc), however after connecting they realized that the hc was not primed. The hp disconnected and began to prime and stated they forgot to break the frangibles. The technical service representative advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error, where the customer did not prime before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and instructs the user to verify that the patient line is properly primed. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.